Event description:
It was reported that during a cuff repair surgery the tip of the anchor broke off inside the patient. The broken piece remains inside the patient. There was no harm for patient, operator or third party. The surgery was finished successfully with the same device was used. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection identified that one of the tips of the distal end of the shaft was broken off. The anchor and sutures were not returned. No x-rays were provided to verify the presence of the tip in the patient. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not provided. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.